Event description:
It was reported that during a routine daily check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine daily check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the iabp was not properly placed in the cart. Once the iabp was reseated in the cart, the batteries began charging. They are now charged. No malfunction of the iabp was found. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine daily check, the cardiosave intra-aortic balloon pump (iabp) batteries will not charge. There was no patient involvement, and no adverse event reported.